Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with information to reset the pump and assisted in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues returned.